Event description:
It was reported patient underwent a revision of competitor product on (B)(6) 2013, due to infection when a biomet select 1 spacer mold was implanted. Subsequently, patient was revised on (B)(6) 2013, due to dislocation of the head and disassociation of the taper. The stem, taper and head were removed and replaced with biomet head, cup, liner and stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under potential adverse effects, number 5 states, "dislocation has been reported with two-stage revisions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01750 / 01751).